Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. Concluded that the reported event that the front panel did not light up may have been caused by a failure due to wear of the front panel unit component, because more than 10 years have passed since the device was manufactured and delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed the following; the reported phenomenon was reproduced. The reported event may have been caused by a failure of the front panel unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the front panel of the device did not light up. There was no report of patient injury associated with the event.